Manufacturer narrative:
(B)(4). After inserting a battery, insulin pump received with failed battery test, problem isolated to electrical board. Unable to perform displacement, sleep current measurement, active current measurement and self-test due to the failed batt test alarm. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had battery failed alarm. Customer reported that they were able to clear and also alarm was occurred again. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.